Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and sleep current test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 4.0 received the low batter alert (104) on 11/12/2025 07:46:00 after more than 7 days at 10.7 days. Battery cycle 3.0 received the low battery alert (104) on 11/01/2025 06:30:00 after more than 7 days at 31.8 days. Battery cycle 2.0 received the low battery alert (104) on 09/30/2025 04:36:00 after more than 7 days at 40.8 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 12-nov-2025 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay. The p-cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test. No power errors noted and passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a clear retainer ring, which was part of the clear retainer ring recall. The customer reported that the pump had previously given unexplained "no delivery" alarms, had a battery cap issue that has since been resolved, and that the pump battery life had diminished to two to three months. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1884, and unk_reservoir. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unomedical, mmt-1884, and unk_reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.